Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was noted that the patient was having limited mobility. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was noted that the patient was having limited mobility. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was noted that the patient was having limited mobility. The patient will undergo an ipg replacement procedure.